Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Placement signal issue: impella rp flex returned for evaluation. Upon visual inspection, no abnormalities noted on returned pump and no damage to dp sensor observed. Pump was run in pressure flow loop and placement signal drifted up and out of range with pump flows drifting to 0 with a placement signal not reliable (psnr) "dp sensor out of range" alarm triggered. Motor current remained stable during flow test. Data logs were reviewed and lt logs show placement signal drifting up during case with a simultaneous drift down of pump flow. Motor current remains stable during drift and central venous pressure (cvp) values remained stable during support. Clinical details noted that placement signal show a large rise in the field and pump flows were greatly reduced but motor current had remained stable throughout support indicating pump was still supporting patient. The root cause of the placement signal issue was due to dp sensor drift based on returned product testing and data log analysis. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that the placement signal of an implanted impella rp flex pump rose dramatically during patient support. It was noted that the patient had a dual function swan for pacing. The motor current remained stable and support continued uninterrupted. The pump was eventually weaned and explanted, and the patient survived the event.